Event description:
Related manufacturer report number: 2017865-2022-08701. It was reported that a patient presented with oversensing noise resulting in inappropriate mode switch on their atrial lead and implantable cardioverter defibrillator (ICD). The physician elected to explant and replace both the atrial lead and ICD. The patient condition was stable.

Manufacturer narrative:
The reported events of sensing noise and auto mode switch (ams) were confirmed through stored egm review, but it was not replicated in the laboratory. The device was above elective replacement indicator (eri) upon receipt. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
Correction: d6a and d6b - the date of implant and date of explant were not previously reported.